Manufacturer narrative:
The report of pump power and estimated flow elevations was confirmed via the submitted log file. A specific cause for the reported gi bleeding could not be conclusively determined. The submitted log file contained approximately 16 days of data, spanning from 27 oct "207" at 10:06 to 12 nov 2017 at 20:17, and captured power elevations greater than greater than 10w on 07 nov and 12 nov. Additionally, a spike in power greater than 8w was captured on 01 nov. The log file captured 199 pi events throughout its entirety. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains on lvad support. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 05 mar 2018, stating that the patient presented with anemia on (B)(6) 2017. An upper and lower endoscopy, push enteroscopy and a capsule endoscopy was performed and results showed dieulafoy lesion with oozing bleeding and stigmata of recent bleeding in the gastric body. This was treated with bipolar coagulation therapy. The patient¿s heparin was continued and coumadin was resumed. The patient¿s pantoprazole was also continued and the patient did not have more bleeding events. The patient received 4 dosage of intravenous iron sucrose 250 mg daily ((B)(6)). The patient¿s vad speed was kept at 8800 rpm as it was thought that it was needed to avoid more bleedings. The patient did not receive any treatment for the power spikes and was currently stable, with no more reported power elevations. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device: 60 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Intermittent power elevations were reported in the setting of gastrointestinal (gi) bleeding with subtherapeutic inr values. Additional information for the gi bleeding event was requested but not provided. The patient's lactate dehydrogenase (ldh) was normal and the patient had no signs of hemolysis. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file, and did not see any abnormal pump operation. No additional information was provided.